Event description:
A customer contacted haemonetics on (B)(6) 2011, to report that the harmony machine trips out the circuit breaker. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011, to report that the harmony machine trips out the circuit breaker. No operator or donor injury was reported. Haemonetics field service engineers were sent to the customer site. It was determined that blood was sucked into the machine and that a new pump was required. Field service engineers recommended that the device should be scrapped due to fluid ingress. No repair has been carried out on this device by haemonetics. The device has been scrapped. The product issue identified in this report was identified by haemonetics during a retrospective review of the company¿s service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. (B)(4).